Manufacturer narrative:
Batch review performed on 8 august 2019: lot 1821264: (B)(4) items manufactured and released on 25-jul-2018. Expiration date: 2023-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Visual inspection performed by medacta spine r&d project manager: the cross connector, ref. 03.56.402, lot. 1821264, analyzed is according to the specification and the functionality is guaranteed. The difficulties in the implant assembling is probably the impingement with the bone structure.

Event description:
The surgeon was not able to set the straight cross connector to the rod, because the connection part with rod was narrow, thick and the straight cross connector was in contact with the bone around the rod. The surgeon finished the surgery without using the straight cross connector. Due to this event, the surgery was prolonged about 10 minutes.